Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was presented in clinic for a device check. Decreased r-wave sensing, decreased pacing lead impedance, and decreased hv lead impedance were observed. No intervention was reported. The patient will continue to be monitored.